Event description:
During shoulder arthroscopy it was reported that the dr did not attach suction tubing to the suction port on the sculptor probe. Hot fluid from the joint leaked out of the open port onto the pt's skin and the pt sustained a 2nd degree burn on the upper arm. Size, exact location and post burn care unknown.